Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 102 - charge profile faults) was confirmed. Upon investigation the monitor failed incoming functionality testing and displayed a service code 102. The cause for the service code and faults was isolated to an intermittent connection at the j1000 connector and j1000 jumper on the monitor's computer/analog pca. The root cause for the intermittent connection could not be positively identified. The monitor showed signs of physical abuse. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient's monitor was producing service code 102 (charge profile fault).